Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported tandem users were reporting fill resistance on social media. Contact declined to provide any further information, and declined a follow up from tandem technical support.